Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged at both ends where the struts on the first row were flared and stretched out of position. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-aug-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous left circumflex (lcx) artery. After pre-dilatation was performed, a 2.50x16mm promus element drug-eluting stent was advanced but failed to cross the lesion, despite repeated attempts. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.